Event description:
Customer's family member called to report that she primed the pump and the insulin was not exiting. It was also stated that the spring clip was flat against the driver block and not moving even when the driver arms were in the locked position. The customer was not aware of the device being dropped, bumped or exposed to moisture.